Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. A22172-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: medroxyprogesterone from 2007 to (B)(6) 2012; for an unreported indication: naproxen. Concomitant products included medroxyprogesterone for birth control as well as naproxen in 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdomen around uterus pain"), hypersensitivity ("allergic or hypersensitivity reaction"), menopause ("hormonal changes describe: premenopausal"), depression ("psychological or psychiatric problems condition: depression"), skin bacterial infection ("rashes or skin conditions type: legs (bacteria on skin)"), alopecia ("hair loss"), furuncle ("skin boils") and skin lesion ("skin lesions on leg"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with clindamycin and surgery (on (B)(6) 2017 uterine ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, abdominal pain lower, hypersensitivity, menopause, depression, skin bacterial infection, alopecia, furuncle and skin lesion outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, furuncle, hypersensitivity, menopause, menorrhagia, skin bacterial infection, skin lesion and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted essure insertion date on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. She was told the essure was placed correctly, there was total blockage and to take one more dose of medroxyprogesterone. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. New event skin lesions on leg was added. Concomitant drug was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. A22172-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: medroxyprogesterone from 2007 to (B)(6) 2012; for an unreported indication: naproxen. Concomitant products included medroxyprogesterone for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen around uterus pain"), hypersensitivity ("allergic or hypersensitivity reaction"), menopause ("hormonal changes describe: premenopausal"), depression ("psychological or psychiatric problems condition: depression"), skin bacterial infection ("rashes or skin conditions type: legs (bacteria on skin)"), alopecia ("hair loss") and furuncle ("skin boils"). The patient was treated with clindamycin and surgery (on (B)(6) 2017 uterine ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, abdominal pain lower, hypersensitivity, menopause, depression, skin bacterial infection, alopecia and furuncle outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, furuncle, hypersensitivity, menopause, menorrhagia, skin bacterial infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted essure insertion date (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: update of information (batch is not valid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. A22172) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: medroxyprogesterone from 2007 to (B)(6) 2012; for an unreported indication: naproxen. Concomitant products included medroxyprogesterone for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menopause ("hormonal changes describe: premenopausal"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("psychological or psychiatric problems condition: depression"), skin bacterial infection ("rashes or skin conditions type: legs (bacteria on skin)"), abdominal pain lower ("lower abdomen around uterus pain"), alopecia ("hair loss") and furuncle ("skin boils"). The patient was treated with clindamycin and surgery (on (B)(6) 2017 uterine ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, menopause, hypersensitivity, depression, skin bacterial infection, abdominal pain lower, alopecia and furuncle outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, furuncle, hypersensitivity, menopause, menorrhagia, skin bacterial infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted essure insertion date (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: new pfs received. This case becomes an incident. New events added: hormonal changes describe: premenopausal, abnormal bleeding (vaginal, menorrhagia),allergic or hypersensitivity reaction, depression, rashes or skin conditions type: legs (bacteria on skin), lower abdomen around uterus pain, hair loss, skin boils. Lot number was added. New reporter ,concomitant drug ,treatment drug and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.